Event description:
The patient's distributor reported that insulin spilled in the cartridge compartment of the infusion device. The patient experienced elevated blood glucose of 508 mg/dl and was unconscious in the hospital. Elevated blood glucose was treated with an insulin pen. The patient's normal blood glucose level is 130 mg/dl. The hospitalization was not diabetes related. The patient fractured the neck of the femur. No further information is available. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.